Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. The stent was returned separate from the sds. The stent was severely damaged with struts bunched and stretched. The manufacturing data for this device was reviewed and there were no anomalies noted. From the manufacturing data the maximum stent profile was within the specification. The balloon was examined and there was bunching noted at the centre balloon wall and the proximal balloon cone. The balloon had not been subjected to any significant positive pressure. There were crimp markings evident on the balloon body indicating overall crimp contact between the balloon and the stent at the time of manufacture. A visual and tactile examination of the hypotube identified multiple kinks. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on 02-aug-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the posterolateral branch. A 2.25 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was stable. However, it was further reported that after the procedure, the stent got separated outside the patient when the physician touched the device to try to find out why the device failed to cross the lesion.